Event description:
Pt was undergoing total hip replacement. During the procedure, trial femoral head sizing ball disconnected and fell into the hip wound. X-rays were taken, unable to locate trial femoral head. Sales rep was contacted, who advised that the trial femoral heads are not radiopaque and no not have a radiopaque marker. A radiologist was consulted who performed add'l x-rays and ultrasound, trial femoral head still unable to be located. Incision was extended, still unable to locate. Incision was closed. Subsequent computerized tomography scan located trial femoral head in muscles of hip.